Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on an unknown date for few days with blood glucose of 550 mg/dl. Customer wanted to return the pump because he had two hospitalizations this year. Customer was wearing the insulin pump at time of hospitalization. Customer discontinued the use of insulin pump. The insulin pump will not be returned for analysis.